Event description:
The customer reported that the radiation dose exceeded the regulatory limits. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and found to be corrupted. The software was reconfigured. The system was tested and found to be working as intended and returned to service.